Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4). The fielder xt-a guide wire was returned for evaluation. Peeling of the polymer jacket was confirmed on the returned guide wire at the mid solder (holds the coil onto the core) set at 50mm from the tip, along with unraveling of the coil wire. Proximal to the unraveled segment, coils were tightened and misaligned. Distal to the unraveled segment, the polymer-jacked coil wire was twisted due to accumulated torsion. Lot history review including adhesion test results of ptfe coating revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with wire manipulation had most likely contributed to the observed peeling of the polymer jacket. With the wire tip being trapped likely in the cto, the applied torsional stress would accumulate at the mid solder where the coil wire is fixed and made the coil wire become unraveled. Following coil unraveling, the polymer jacket on top of the unraveled coil wire became torn off. It was concluded that this event was not attributed to product quality. Polymer jacket damage observed on the returned guide wire was too severe to completely rule out potentiality that some fragment(s) might have been left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings] when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
It was reported that the polymer jacket of an asahi fielder xt-a guide wire had peeled off during a percutaneous coronary intervention (pci) to treat a calcified chronic total occlusion (cto) in segments 7-8 of the left anterior descending artery. A microcatheter was delivered over the guide wire but failed to do so. The physician removed the guide wire and found that the outermost polymer jacket was partially off. No action was taken against the peeled polymer jacket and the procedure was resumed with a new guide wire. The pci was successfully completed with reestablished blood flow. There were no adverse patient effects associated with this event. The patient was fine after the procedure.